Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging particles in the hose and "mold in the hose/mask". The patient alleged "she has something wrong with her kidneys and she has a lung infection and pneumonia." Medical intervention was not specified. The device was not going to be returned for evaluation by the patient and there is information in the ra/complaint that indicates a final report can be made. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.